Event description:
During a rotational atherectomy treatment procedure of an rca lesion, the tip of the wire fractured. The floppy rotawire was used with a 1.5mm burr utilizing standard technique with platforming both outside and inside the body. Six runs were successfully completed with the rotablator at speeds of 155,000-160,000 rpm's for 10-25 seconds. During the seventh run, the wire tip fractured. Attempts were made at retrieval which were unsuccessful. The pt was sent to surgery for single vessel bypass and successful removal of the wire tip. Pt is reported as "okay" following the procedure.